Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during fill 3 of 4. Per the initial report, the home patient (hp) had a system error 2240 (air in the line). One of the luer connections was loose. Global product surveillance contacted hp on (B)(6) 2012 regarding the reported problem. The hp stated that the loose connection might have been his fault but he was not sure. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; per the complaint information the most likely cause of the se 2240 is due to air being sucked into the disposable because was a loose connection between the supply bag and the line, which is a use error that can cause system error 2240 alarms. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was loose connection.